Event description:
Shortly after the surgical incision was made, one of the surgical residents, noticed that the plastic sheath on the guarded tipped electrosurgery electrode was missing. The surgical tech, stated the sheath was present prior to incision. Two doctors did a sweep of the surgical filed, including the wound which at that point was only superficial. The sheath was not recovered.======================manufacturer response for electrode blade, electrosurgical, edge (per site reporter).======================awaiting response.